Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. The device was filled with 50ml (milliliter) of sodium chloride and then with fortum 6g (gram). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is no sample available to baxter for evaluation. A batch review was performed and the product met the acceptance criteria for release.